Manufacturer narrative:
Concomitant product: product ID 8709, lot # j0058228r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported that the healthcare provider was having difficulty filling or aspirating the reservoir. The hcp was able to aspirate the reservoir but unable to fill it. Once they got 30mls into the pump, they were unable to fill the other 10ml. With 30mls in the pump, they got pressure and no more medication would get in. They reported they were able to aspirate the 30mls and put it back into the reservoir. It was confirmed there was no patient symptoms or therapy problems. It was noted they tried filling the pump with a smaller syringe (5ml syringe), "pushing down hard but were unable to fill the pump passed 30mls." The hcp also re-accessed the port while on the phone but had the same experience. The hcp confirmed the patient had not had any hyperbaric treatment or done any diving. Hcp agreed to try using fluoroscopy or x-ray to access the bellows. It was later reported that the cause of the difficulty filling the pump was "apparently a bellows problem." Photos of the pump filled at different levels on lateral views were taken. The patient was taken to fluoroscopy and found similar appearance in the patients pump. The plan was to replace the pump. The patient was refilled with only 30mls. The difficulty filling the pump did not result in the drug being filled directly into the patient (pocket fill). The patient at the time of report "recovered without permanent impairment." The pump system was delivering fentanyl, hydromorphone, clonidine, and bupivacaine. (This source document contained omitted information, unrelated to this event, which is captured in (B)(4)).